Event description:
It was reported that the insulin pump alarmed button error and was not responding. Customer stated that she was at practice and was wearing the insulin pump in her sports bra. Insulin pump may have been exposed to sweat. Customer was unable to clear the alarm. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, a stained end cap sticker and cracked battery tube threads. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.